Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of discordant n latex flc lambda results on a bn ii instrument. Quality control results were within acceptable ranges on the day of testing. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of the flc measurement should always be interpreted in conjunction with other laboratory findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported discordant flc lambda results for one patient sample using n latex flc lambda lot 473287 on a bn ii instrument (serial number: (B)(6) ). The discordant results were reported to and questioned by the physician(s). The sample was then tested using an immunofixation electrophoresis method and the result from that method was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00055 on 19-nov-2024. Additional information 16-dec-2024: siemens evaluated the issue and provided the following conclusion - no troubleshooting file could be provided containing the affected patient sample result data and no additional information was provided beyond the initial complaint. Based upon the limited information received, further evaluation is not possible and therefore a product performance issue has not been identified. The customer is operational. In section h6, the investigation findings and investigation conclusions codes were updated.